Event description:
It was reported that the pta balloon became entangled on a stent while being used for post-stent dilation in the subclavian vein. It was reported that prior to post dilation of the stent, the stent was extending into the superior vena cava and did not have wall apposition in that area. Reportedly, after the first inflation of the stent, the balloon was pulled back and it was observed that the balloon had become entangled on the stent. The end of the stent was pulled inside the lumen, shortening the stent by half its length. The balloon catheter was removed and another pta balloon dilation catheter was used to dilate the infolded stent. There was no report of injury to the pt.

Manufacturer narrative:
The device history review is currently underway.